Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt underwent a recurrence repair with an incidental finding of the previously implanted mesh having been displaced medially and having been folded on itself. The pt has a significant history of adhesion formation, which may have contributed to the displacement. Both recurrence and adhesions are listed as potential adverse reactions in the product's instructions for use. No lot number has been provided and no sample has been returned; therefore, no mfg review or device eval could be performed. If add'l info regarding the pt's course of treatment is provided, a supplemental MDR will be submitted.

Event description:
Attorney alleged pain and permanent injuries due to a defective mesh. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004, repair of incisional hernia with the kugel patch. On (B)(6) 2007, combined open and laparoscopic repair of recurrent lower quadrant ventral hernia, lysis of adhesions and removal of kugel patch. It was noted that the mesh had migrated medially and become folded on itself. Small bowel noted to be adhered to mesh. No evidence of erosion fistula or enteric spillage. A non-bard mesh was used to completed the repair.